Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the anvil was attached to the device. Once the device was closed into the green zone, the adjusting knob started spinning and the device would not tighten down. The device was opened with difficulty. Another device was used to complete the case with no patient consequence.